Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Upon inspection, manufacturer's investigation unit reported lancet protruding from lancing device cap. No adverse event reported. The device was returned.